Event description:
It was reported that during an ultrasound-guided biopsy procedure, during priming of the device on the third sample acquisition, the inner stylet needle was not visible when retracted back inside of the cutting canula. Another needle was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A lot history review was conducted and it was determined that a device history record (DHR) review was required. The lot met all release criteria. The investigation is confirmed for a break, as the cannula hub, cannula tang, and stylet tang were found broken on the returned sample. The investigation is also confirmed for failure to prime, as the sample could not be primed during functional testing due to broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The sample was returned with no protective tubing on the needle tip. The sample was returned with the arrow visible in the ready window, thus indicating the device was in the "ready to fire state". It was found that the stylet was in the ready (primed) position; however, the cannula was not primed/retracted. The cannula was not retracted as it should have been. The firing trigger was pressed and the stylet advanced. The rotational knob was then rotated once, and the cannula retraced and locked into place. The rotational knob was then attempted to be rotated again to fully prime the device, however, the cannula would release leaving the stylet retracted. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.